Manufacturer narrative:
Additional information was received that device malfunction was suspected. No further information could be obtained.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.